Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0743, FDA-2014-n-0736-0752 awareness date 22-aug-2015). It refers to a female consumer on unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2011. Weeks after insertion, she started suffering from debilitating joint pain to the point that walking or doing stairs was often difficult. For the next five years she suffered without any answers. The inflammation in her body reached a peak in 2012 and she was diagnosed with lupus and was put on toxic autoimmune medications. She stated that she was robbed of years with her 3 children, husband, health and even her hair (she had to wear a hair piece). She was always sick. She also had leg cramps, back pain and pain during intercourse. She could not lose weight and was always tired and with no energy. She contacted a doctor who agreed to do a hysterectomy due to her heavy periods. It has been 5 months since her hysterectomy and she did not have to take any medication for lupus since the day after surgery. Her joint pain and flu like symptoms were gone. Product technical complaint (ptc) investigation results received on 16-sep-2015. (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who was submitted to a hysterectomy due to heavy periods after essure (fallopian tube occlusion insert) insertion. Additionally, she was diagnosed with lupus. The reported events were considered serious due to medical importance. Only lupus is unlisted according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this case, consumer was diagnosed with lupus. Menstrual irregularities, including oligomenorrhea and menorrhagia are common in women with systemic lupus erythematosus. This could have been a contributory role in consumer's bleeding. Nevertheless, given event's nature, causality with essure cannot be excluded. Regarding lupus, although consumer stated she improved from this condition with essure removal; considering lupus physiopathology and given essure local action in fallopian tubes, causality is considered unlikely. This case was regarded as incident since device removal was required (hysterectomy performed). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.